Manufacturer narrative:
Correction: d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma/ major bleed: the cause of the hematoma and major bleeding were unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. After impella cp was placed and post peel away sheath was removal, hematoma noted. Perclose sutures tightened to try to stop bleeding due to high active coagulation time, but hematoma kept growing. Hematoma evacuation was done to the left femoral artery, and the patient was sent to ICU. When support was completed and impella was explanted the physician repaired the groin.